Manufacturer narrative:
The mechanical performance of the lead under complaint was scrutinized. The analysis did not show any deviations from the specifications that might be related to the issues mentioned in the complaint. The cuttings in the outer insulation were probably due to the explantation procedure. Note that blood penetrated the lead in that region. It is assumed that blood detected at the inner wiring was due to the explantation procedure. Though the helix fixation mechanism was compromised due to coagulated blood residuals at the inner wiring as well as at the fixation helix the fixation helix could be fully extended and retracted. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific crm received information that this dextrus atrial lead was micro-dislodged. During a revision procedure, the lead could not be successfully repositioned and was therefore explanted and replaced with a new lead. No adverse pt effects were reported.